Event description:
Medwatch report explains that during cardiothoracic surgery, the hole puncher became stuck inside the patient and would not open. Per the surgeon, we tried to get a sterile flat head screw driver to disassemble the device, but we could not find one. We tried using periosteal elevators to unscrew the device but those did not work. We had no other recourse but to the that part of the rib out. Subsequent hole puncher was brought up to surgery to complete procedure operation. After surgery, unable to determine which hole punch (pilling or codman) was the suspect device, and will send both devices to their respective manufacturer for evaluation and written findings.

Manufacturer narrative:
Evaluation of the instrument could not verify the complaint. This instrument is 9 years old and shows evidence of wear throughout the metal surfaces, however; it appears to be fully functional. The moving mechanism including the puncher functions smoothly and opens and closes properly. The complaint reported could not be verified in the laboratory. This is the first the first complaint of this type for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.